Event description:
The reporter stated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in 2008. The reporter stated the surgeon felt the optical thickness of the icl was excessive and had trouble loading the icl into the cartridge. When the icl unfolded in the anterior chamber, the icl touched the lens. When placing the icl under the iris, there was iris sphincter damage. The vaulting looked very low both in the periphery and center. The icl remains implanted.